Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high blood glucose alerts. They did not hear the difference between the audio volumes 1 and 5 during troubleshooting. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 490 mg/dl. Troubleshooting was declined for the high levels. It is unknown whether auto mode was used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio and vibrator alert functioning properly. No audio or vibrator alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.